Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen with blue password window. A field service engineer (fse) shut down the station, unlocked the top cover, and removed the hard drive along with the mounting plate and serial ata cable. The mounting plate and serial ata cable were replaced, and the hard drive was reinstalled and reconnected. The top cover was locked, and the station was powered back on. The station successfully loaded into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen with blue password window. However, there were no delays or adverse events or injuries reported based on this event.